Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure., degradation and stress problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the hystero videoscope exhibited the adhesive around the light guide lens and the objective lens was peeled, the adhesive on the bending section was chipped, and the control unit, the universal cord and the up/down plate were sticky. There was no patient involvement.